Event description:
It was reported that in the process of updating the pump, after a refill, a message was seen stating the pump had stopped with a critical failure. Upon rebooting the programmer and re-interrogating the pump, the same message was seen and all the dosing information was wiped clean. The only information that remained was the "demographic information" and the catheter information. The healthcare provider (hcp) re-entered the dosing information and updated the pump, but was concerned that the pump had stopped for 17 minutes. It was also noted that the hcp had difficulty with telemetry, as it took a "really long time for it to read." Electromagnetic interference was suspected, so the hcp planned to interrogate the device again once the patient was out of surgery. At the time of report, the patient's pump had been successfully updated. The drug used in this system was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).